Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("laparoscopic bilateral salpingectomy") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("laparoscopic bilateral salpingectomy") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-dec-2018: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (batch no. B34605) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close)fallopian tube(s)". The patient's medical history included low back pain. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic or hypersensitivity reaction"), female sexual dysfunction ("apareunia"), rash ("rashes or skin conditions"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia") and vaginal discharge ("vaginal discharge") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, hormone level abnormal, hypersensitivity, female sexual dysfunction, rash, headache, nausea, tooth disorder, allergy to metals, dyspareunia, vaginal discharge and weight increased outcome was unknown and the alopecia, migraine and dysmenorrhoea had resolved. The reporter considered allergy to metals, alopecia, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, hormone level abnormal, hypersensitivity, migraine, nausea, pelvic pain, rash, tooth disorder, vaginal discharge and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : pelvic pain, weight gain, migraines, hair loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2019: plaintiff fact sheet and medical records received : reporter added, patient demographic updated, lot number added, event medical device is replaced with pelvic pain. Events added- pelvic pain, hormonal changes, hypersensitivity, apareunia, rashes, migraines, headaches, nausea, dental problems, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, failure to occlude (close)fallopian tube(s), weight gain, hair loss. Medical history and concomitant drug added. Incident- we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. B34605) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close)fallopian tube(s)" in february 2017 and device monitoring procedure not performed "essure confirmation test(s) conducted confirmation test : no". The patient's medical history included low back pain and body mass index normal. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), menopausal symptoms ("hormonal changes / hormonal changes describe: pre-menopausal"), night sweats ("hormonal changes describe:- night sweats") and hypertrichosis ("hormonal changes describe: body hair growth") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction"), dermatitis allergic ("rashes or skin conditions/ allergic or hypersensitivity reaction type: rash skin,/ rash breakout"), abdominal pain lower ("lower abdominal pain"), vulvovaginal pain ("vaginal area") and infection ("infection w IV antibiotics"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, hypersensitivity, female sexual dysfunction, dermatitis allergic, headache, nausea, tooth disorder, allergy to metals, dyspareunia, vaginal discharge, weight increased, menopausal symptoms, night sweats, hypertrichosis, abdominal pain lower, vulvovaginal pain and infection outcome was unknown and the alopecia, migraine and dysmenorrhoea had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, dermatitis allergic, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, hypersensitivity, hypertrichosis, infection, menopausal symptoms, migraine, nausea, night sweats, pelvic pain, tooth disorder, vaginal discharge, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : pelvic pain, weight gain, migraines, hair loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2020: pif received: lawyer was added. Infection was added as a event. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. B34605) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close)fallopian tube(s)" in (B)(6) 2017 and device monitoring procedure not performed "essure confirmation test(s) conducted confirmation test : no". The patient's medical history included low back pain and body mass index normal. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), menopausal symptoms ("hormonal changes / hormonal changes describe: pre-menopausal"), night sweats ("hormonal changes describe:- night sweats") and hypertrichosis ("hormonal changes describe: body hair growth") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction"), dermatitis allergic ("rashes or skin conditions/ allergic or hypersensitivity reaction type: rash skin,/ rash breakout"), abdominal pain lower ("lower abdominal pain"), vulvovaginal pain ("vaginal area") and infection ("infection w IV antibiotics"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, hypersensitivity, female sexual dysfunction, dermatitis allergic, headache, nausea, tooth disorder, allergy to metals, dyspareunia, vaginal discharge, weight increased, menopausal symptoms, night sweats, hypertrichosis, abdominal pain lower, vulvovaginal pain and infection outcome was unknown and the alopecia, migraine and dysmenorrhoea had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, dermatitis allergic, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, hypersensitivity, hypertrichosis, infection, menopausal symptoms, migraine, nausea, night sweats, pelvic pain, tooth disorder, vaginal discharge, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : pelvic pain, weight gain, migraines, hair loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2020: quality-safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. B34605) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" in (B)(6) 2017 and device monitoring procedure not performed "essure confirmation test(s) conducted confirmation test : no". The patient's medical history included low back pain and body mass index normal. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), menopause ("hormonal changes / hormonal changes describe: pre-menopausal"), night sweats ("hormonal changes describe:- night sweats") and hypertrichosis ("hormonal changes describe: body hair growth") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction"), rash ("rashes or skin conditions/ allergic or hypersensitivity reaction type: rash skin,/ rash breakout"), abdominal pain lower ("lower abdominal pain") and vulvovaginal pain ("vaginal area"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, hypersensitivity, female sexual dysfunction, rash, headache, nausea, tooth disorder, allergy to metals, dyspareunia, vaginal discharge, weight increased, menopause, night sweats, hypertrichosis, abdominal pain lower and vulvovaginal pain outcome was unknown and the alopecia, migraine and dysmenorrhoea had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, hypersensitivity, hypertrichosis, menopause, migraine, nausea, night sweats, pelvic pain, rash, tooth disorder, vaginal discharge, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : pelvic pain, weight gain, migraines, hair loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-nov-2019: pfs&mr received reporter information was added. New event pre-menopausal night sweats body hair growth, abdominal lower pain, vaginal pain, device monitoring procedure not performed and event updated hormonal changes to pre-menopausal event severity added. Medical history were added incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. B34605) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close)fallopian tube(s)". The patient's medical history included low back pain. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic or hypersensitivity reaction"), female sexual dysfunction ("apareunia"), rash ("rashes or skin conditions"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia") and vaginal discharge ("vaginal discharge") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, hormone level abnormal, hypersensitivity, female sexual dysfunction, rash, headache, nausea, tooth disorder, allergy to metals, dyspareunia, vaginal discharge and weight increased outcome was unknown and the alopecia, migraine and dysmenorrhoea had resolved. The reporter considered allergy to metals, alopecia, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, hormone level abnormal, hypersensitivity, migraine, nausea, pelvic pain, rash, tooth disorder, vaginal discharge and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : pelvic pain, weight gain, migraines, hair loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-may-2019: quality-safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.